Manufacturer narrative:
(B)(4).

Event description:
Premature battery depletion was suspected. The device was explanted and replaced and the patient was stable.

Manufacturer narrative:
Additional information: the reported event was not verified in the laboratory. A longevity calculation was performed, and the device was within expected longevity performance. A root cause for the inconsistent remaining longevity estimate indicated by the programmer was not identified. The device was tested on the bench, and no anomaly was found.